Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. Reportedly the customer reverted to manual injections for insulin therapy. Although requested, the customer declined to provide further information or participate in troubleshooting.